Event description:
It was reported that echocardiogram (ECG) review of this pacemaker system revealed pacing inhibition for greater than two seconds. As a result, a temporary pacing system was placed. Right ventricular (rv) output was previously set to 2.5v trend and was changed to automatic output. Additionally, a signal artifact monitor (sam) episode was stored due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead and rv lead the date of the latest follow-up, thus electromagnetic interference (emi) was not ruled out. Chest x-rays were taken due to possible connection concerns, and it was determined that the lead was bent in pocket and was likely partially fractured. It was noted that the patient was thin, and the physician suspected that the bent rv lead was attributed to narrowed implantation due to patient anatomy. Subsequently, the rv lead was surgically abandoned and replaced. During the procedure, the electrocautery pen came in contact with the pacemaker, and the physician decided to explant and replace the pacemaker as a precaution. The ra lead remains in service, as no further out-of-range ra pace impedance measurements were observed during the procedure. No additional adverse patient effects were reported. It was noted that a complete av block had occurred. This pacemaker will not be returned for analysis as it was discarded by the hospital after the procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.